Event description:
While administering cardiopulmonary resuscitation (CPR), a pacing catheter wanted to be used, however, the sterile connectors that connect the catheter to the pacing box were missing from the kit. Due to such, the patient required additional CPR while waiting for the issue to be resolved. A new pacing catheter was opened in order to obtain the required connectors for use. This resulted in a clinically significant delay. There is no further information available at this time.

Event description:
During a cardiac catherization procedure for a hemodynamic assessment and possible intervention if warranted, during the diagnostic portion of the procedure the patient's cardiac rhythm changed to complete heart block and cardiopulmonary resuscitation (CPR) was then administered. While administering CPR, a pacing catheter wanted to be used, however, the sterile connectors that connect the catheter to the pacing box were missing from the kit. Due to such, the patient required additional CPR while waiting for the issue to be resolved. A new pacing catheter was opened in order to obtain the required connectors for use and the patient was then able to be paced back into sinus rhythm, however, this resulted in a clinically significant delay. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported missing connectors could not be conclusively determined.